Manufacturer narrative:
No device analysis results are available because the device remains implanted. However, the following event reported a patient health outcome of irregular heart rate. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the cardiomems hf system user¿s manual, la-400275-g or equivalent, an abnormal heart rhythm is a potential risk observed with sensor implant. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the implant procedure, when the swan ganz catheter floated over a j wire to the right branch of the pulmonary artery, the patient went into slow ventricular tachycardia. Lidocain and amiodarone were administered with no response. Internal shock was then administered through the patient's ICD and the patient returned to baseline. The sensor was implanted and calibrated successfully.